Event description:
Patient admitted for elective pacemaker change after device parameters were noted to be blocked and were unable to be changed; this reporter advised by medtronic by letter dated 2005 of device return.